Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. During the initial deployment of the closure device, the wds was too proximal to the laa. The closure device was then recaptured and the wds was removed from the patient. The pigtail catheter was then advanced into the was and navigated into the laa for contrast injection. The (was) was advanced over the pigtail catheter, and when recording for contrast injection, a perforation resulting in a pericardial effusion was identified in the laa. The procedure was aborted and pericardiocentesis was performed to drain the pericardial effusion with a drain inserted. The drain was removed from the patient two days post procedure. No further patient complications were reported, and the patient remained hospitalized as of (B)(6) 2023 due to constipation unrelated to the procedure.